Event description:
It was reported that, during an in-clinic follow-up, episodes of noise resulting in oversensing was observed on both the right atrial (ra) and right ventricular (rv) leads. The suspected cause of the event was ra lead fracture, which was not confirmed as diagnostic imaging has not been performed, and myopotentials on the rv lead. Abbott technical support (ts) was contacted and recommended ra lead replacement and reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored. Related manufacturer reference number: 2017865-2021-37377.